Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 may 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant with an amplatzer torqvue 45x45 delivery system. The dimensions of the patient defect could not be provided but it was confirmed via computed tomography (CT) and echocardiography. It was later reported on 12 may 2023 the device had embolized into the left atrium and there was no report of any obstruction/blockage of blood flow. On (B)(6) 2023, the device was successfully explanted via transcatheter snare. The patient status was reported as stable.

Manufacturer narrative:
An event of the device embolizing/migrating was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined but may have been as a result of difficult patient anatomy. There is no indication of a product quality issue with regards to manufacture design or labeling.